Event description:
It was reported that prior to the start of a surgical procedure, the drill heated up. There was no pt involvement associated with this event. Backup equipment was used to perform the scheduled procedure, with no report of a delay. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation results require.